Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference. Patient was contacted several times to ensure new replacement device is not showing low results. During the follow up calls the customer did not answer, message left in the voicemail. Unable to reach the customer after numerous attempts. Letter was sent. Customer stated the meter fell several times and it is not working.

Event description:
Customer complains of low results. Customer states that she was admitted to the hospital due to high glucose levels obtained at dr's office, on (B)(6) 2015 and discharged on (B)(6) 2015. The customer's expected blood results are 175-225mg/dl fasting. Verified test strips expire 07/31/2018. Confirmed customer's test strips are being stored properly and opened vial date 12/2015. Customer performed a back to back blood test 185mg/dl and 191mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:customer is not sure because all these results are lower than her dr. Office lab results. Customer calling states that the meter fell several times and it is not working.. Customer states that she does not feel secure with the meter. Customer states she went to the dr. Office to do her lab blood results and the dr. Advise her to go to the hospital immediately because her glucose and her potassium were very high. Customer states that she was in the hospital from (B)(6) 2015. Customer is on insulin and test 3 times a day. Customer states that her normal glucose range is 175-225mg/dl. Customer states that she is not sure what her results were in the hospital when she got there. Customer is concern because her meter shows that her results are fine but when she got to the dr. The results are very high, but the meter is not giving the correct results. Customer states that her hemoglobin is showing results in the 300 but the meter is giving results in the 100s. Customer states that the meter at one time gave a hi blood results, check the meter memory but unable to find that result. Customer is not sure when she saw the hi in the meter memory check memory but the time and dates is not set correctly.